Manufacturer narrative:
(B)(4)

Event description:
It was reported a revision surgery was performed due to lysis around the femoral neck.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded no clinical relevant supporting documents were received to conduct a thorough clinical assessment of the reported issue. Photos of the explanted device shows tissue matter surrounding the head of the device. No medical assessment can be performed at this time. Without the actual product involved and/or device information, a manufacturing review cannot be performed and our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.